Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose chapter 4 / page 42: warning: blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes chapter 11 / page 119: avoid lows, highs, and dka. You can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes chapter 11 / page 126: warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 800 mg/dl while wearing the pod between 1 and 4 hours. Customer's wife is reporting that her husband had been released from the ER at 12:30 am on (B)(6) 2019 and at 2:00 am on (B)(6) 2019 he started throwing up again. They put a new pod on between 9:30 am and 10:00 am that morning and he ended up being taken to the (B)(6) hospital ER by ambulance. The patient was admitted into the ICU. The patient was treated with IV insulin (humalog) through IV and then through his pump, amitriptyline 50mg daily, ammonium lactate 12% lotion daily, aspirin 81 mg daily, atenolol 25 mg daily, atorvastatin 40 mg daily, vitamin d3 1000 units 1 time daily, duloxetine 60 mg daily, losartan 25 mg daily, and ranolazine 500 mg two times daily. They also did blood work. The patient was released on (B)(6) 2019. They did let him put a pod back on before he was discharged.